Event description:
Lift is custom made. Rptr has experienced the following problems: chair tilts forward, bolts missing from rail, roller pins missing, bottom trim not connected under foot rest, chair too high around bottom curve, cap missing, caps loosen when chair goes up or down rail, foot screws not screwed in to thread, fill shavings left and pt cut feet, bumps in rail causing chair to ride rough, railing placed too far away from wall, chair stops on the way down, shakes. Rptr is concerned that the tilt and looseness is a safety hazard plus pt's feet don't touch the floor. MFR has sent a rep to check device. Repairs have been made but rptr still feels device is not safe.